Manufacturer narrative:
Insulin pump was received with blank display due to moisture damaged on electronic assembly. No constant tone noted during testing. Unable to verify frozen display due to blank display moisture damaged found on motor assembly. Device had cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip. (B)(4).

Event description:
Customer reported via phone call that the device was exposed to moisture. Customer's blood glucose was 198 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.